Manufacturer narrative:
Was not selected should be other serious (important medical events).

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A device history record review was conducted on each of the last 3 lots shipped to this customer, prior to the reported event. A specific lot history search could not be performed due to the lot number being unknown. A review of the 3 lots device history records found no issues related to the product complaint. The lot numbers reviewed are: 11485572, 11528775, and 11409027. A search of the complaint database revealed no additional complaints reported for any of the above referenced lots.

Event description:
It was reported to boston scientific corporation, that a rx locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (a female patient; weight unknown). According to the complainant, during the procedure, the sponge inside the locking device dislodged and traveled down the scope and came out the end. Reportedly, the physician removed the sponge with a snare and completed the procedure with a second rx locking device. No patient complications were reported as a result of the event. At the conclusion of the procedure, the patient's condition was reported to be "fine."